Manufacturer narrative:
No product has been returned. No product information was given, and no further evaluation of the product can be completed at this time. Radiograph received confirms the malfunction of the set screw (inferior end) on the left side. It is unknown if the patient followed post-operative instructions or sustained a fall that may have contributed to the implant's disassociation. Review of labeling notes: possible adverse events delayed union or nonunion (pseudarthrosis), bending, disassembly or fracture of implant and components, loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.... Labeling warnings and precautions: based on the fatigue testing results, the surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions. The root cause of this event cannot be determined at this time. No conclusion can be drawn.

Event description:
Initial spinal surgery was performed on l3 - s1 on (B)(6) 2018. During a follow up, it was discovered the inferior left set screw and rod dislodged from the tulip. Revision surgery was competed on (B)(6) 2018 to re-fixate the lock screw and position rod into tulip. Patient was asymptomatic.